Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient experienced a sensation of shocking / heating / burning at their ipg site. This occurred during an MRI although the ipg had been placed in MRI mode; the patient also reports these symptoms during sleep or extended periods of sitting. Surgical intervention may take place in the future to address this issue.